Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a flow issue. It was not specified if there was an underinfusion or overinfusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g3: date received by MFR ¿ the initial aware date was 02/11/2025 (previously reported 02/18/2025). Should additional relevant information become available, a supplemental report will be submitted.